Event description:
When using the hamilton transport ventilator the vent had repeated alarms for disconnect on the ventilator side. Checked the connections multiple times and all connections were tight. All connections removed and resecured, ventilator able to ventilate for approximately 2 minutes. Ventilator again began to alarm disconnect on the ventilator side. Ventilation paused and tightness check repeated test failed. Use of the hamilton ventilation discontinued. Patient was ventilated with bag valve at 25l with hepa valve in place during checks on the ventilator and the remainder of the transport without incident.